Event description:
Additional information: the reporter said the pump was implanted on (B)(6) and they had been titrating the dose up. However, the patient was "still having reflexes clinically suspicious that it was not working." Dye study was performed just now, and it showed the patient had a catheter tip loculation at t2 where the catheter tip is. The reporter said that this was the second subdural catheter diagnosed at his center within the last year; no patient name or device serial number(s) obtained for the second unknown patient (event will be submitted in a separate report). It was reported that it was not routine for them to do myelography during the implant to verify catheter tip placement; they used flow of csf to do that. The reporter was wondering if he should recommend doing a myelography at the time of implant to assure that this subdural catheter was not happening.

Event description:
The health care provider reported that the patient has not shown therapeutic effect since the implant in (B)(6) even with titration up. A dye study was performed and the catheter was shown to be subdural. The hcp stated that a revision will occur. The pump was used to deliver lioresal. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8731sc lot # n297430002 , implanted on: (B)(6) 2012 explanted on: unknown.; catheter model # 8709sc lot # n309801011 implanted on: (B)(6) 2012 explanted on: unknown. (B)(4).

Event description:
Additional information: the health care provider later reported that the lack of effect was due to located catheter tip. A CT scan/dye study on (B)(6) 2012 revealed a loculated catheter tip; the location of which was at the distal (spinal) catheter segment. The patient was hospitalized for surgery and a catheter revision was done (B)(6) 2012. There was no reported patient injury.